Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received inappropriate therapy for a ventricular tachycardia episode incorrectly diagnosed as supraventricular tachycardia. The patient returned to sinus after antitachycardia therapy. There is no electrogram record of the patient receiving a shock. No programming changes were made. No further information is available.